Manufacturer narrative:
Section a4: patient weight has been added. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024, wherein both ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2024-02296. It was reported that the patient was unable to connect to either of their ipg's following an unrelated surgery wherein their ipg's were not placed into surgery mode. The patient's programmer displayed the message "cannot connect to generator. The generator is not responding." When attempting to connect. Surgical intervention may take place at a later date to address the issue.